Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. During the evaluation, the reported image loss was duplicated when the bending section was angulated. The electric wires within the video connector and solder conditions were also checked and no irregularities were found. In addition, there was no wiring disorder, no buckling and no coating damage in the signal cable connected to the ccd within the insertion portion. It was confirmed that there was a crack, which was likely made by external physical shock in the bending section rubber adhesive. There was no air leakage possibly about broke. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for the evaluation. The evaluation of the olympus repair site could not reproduce the phenomenon. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device became noisy during a surgical operation and the facility had to replace the subject device with a similar but different laparoscope. The facility reported that when they touched the flexible part of the subject device the endoscopic image on a monitor recovered and they resumed the operation, but the noise of the endoscopic image appeared again. The user faclity completed the procedure using the similar device and there was no report of patient injury.